Event description:
Caller reported the advantage system gave a blood glucose result of 231 mg/dl at a time when the customer was symptomatic of hypoglycemia, requiring treatment by layperson. A request was made for the return of the system and a replacement was sent.

Event description:
Pt revised for loosening of glenoid and infection.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.